Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis event was attributed to the patient not wearing a mask. This is supported by the culture results of klebsiella pneumoniae, organisms that are part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract and are widespread in the environment. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was recovering from peritonitis. Additional information was obtained through follow-up with the pd clinic manager. The patient called the on-call nurse on (B)(6) 2025 to report abdominal pain and cloudy pd fluid. The patient was seen in the clinic where a pd culture was drawn. The patient was diagnosed with peritonitis. The patient was started on antibiotics with ceftazidime and vancomycin per clinic policy (route, dose, frequency, and duration unknown). On (B)(6) 2025 the patient was admitted to the hospital. The pd cultures resulted in growth for klebsiella pneumoniae. The white blood cell (wbc) count was 881 with 68% polymorphonuclear cells. The antibiotics were adjusted to only ceftazidime per doctor¿s orders (route, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2025. The patient did not require a pd catheter removal. The patient continued to complete pd therapy during recovery utilizing the liberty select cycler. The cause of the peritonitis was the patient not wearing a mask during exchanges. The peritonitis was resolved on (B)(6) 2025.

Manufacturer narrative:
Correction provided in g4. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was recovering from peritonitis. Additional information was obtained through follow-up with the pd clinic manager. The patient called the on-call nurse on (B)(6) 2025 to report abdominal pain and cloudy pd fluid. The patient was seen in the clinic where a pd culture was drawn. The patient was diagnosed with peritonitis. The patient was started on antibiotics with ceftazidime and vancomycin per clinic policy (route, dose, frequency, and duration unknown). On (B)(6) 2025 the patient was admitted to the hospital. The pd cultures resulted in growth for klebsiella pneumoniae. The white blood cell (wbc) count was 881 with 68% polymorphonuclear cells. The antibiotics were adjusted to only ceftazidime per doctor¿s orders (route, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2025. The patient did not require a pd catheter removal. The patient continued to complete pd therapy during recovery utilizing the liberty select cycler. The cause of the peritonitis was the patient not wearing a mask during exchanges. The peritonitis was resolved on (B)(6) 2025.